Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that during the procedure there were multiple attempts to grasp the leaflets that were unsuccessful. On the final attempt, leaflet grasping was successful however, leaflet damage was noticed and no mr reduction was achieved. The decision was made not to implant the clip. The procedure was aborted, and the mr remained at grade 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, the reported difficult leaflet grasping resulted in unspecified tissue injury appears to be due to challenging patient anatomy (restriction leaflet). Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.